Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited high pacing impedance and loss of capture. Fluoroscopy revealed that the right atrial lead had dislodged. During the repositioning procedure, the lead helix could not be retracted. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: h6 codes should reflect non-return.